Event description:
Pt developed a one inch blister on bottom of left foot following treatment with anodyne unit at physical therapy clinic. Clinic reports blister occurred following approximately 30 minutes of treatment. Patient was treated with a triple antibiotic ointment, silvadene, and epsom salt soaks.